Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg was inoperable. An sjm representative met with the patient and confirmed communication could not be established with external devices. Surgical intervention took place on (B)(6) 2016 at which time the ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.